Event description:
It was reported that the quick coupling for k-wires is making a grinding noise. The issue with the complained device was discovered during surgery. The doctor tried to drive the pin, but it was getting stuck in the attachment and not advancing. The quick coupling for k-wires was switched with a mini driver to complete the surgery. The surgery was completed successfully with no reported delays. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis.service history of the past six months from the awareness date was reviewed. No service history review can be performed. The item has not been in for service for the past six months. There is no information relevant to the current complained issue. The manufacture date of this item is unknown.(B)(4)

Manufacturer narrative:
Device was used for treatment, not diagnosis. The additional evaluation indicates that the reporters complaint of grinding noise was confirmed. The device was tested and the complaint was duplicated. Evidence indicates this is due to usage wear over time. Device used in a veterinary case. No patient information will be reported. Placeholder.